Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. A review of system logs was performed and error 1162 was found indicating fault on the axes controller spar connector (acsc), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a psc fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the acsc printed circuit assembly (pca) was inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to the faulting axes controller spar connector printed circuit assembly.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error 1162 on arm2. The customer did multiple power cycles and an emergency power off (epo) with the cannula installed and not installed with no change. The procedure was aborted with no patient involvement.